Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history

Event description:
It was reported the device displayed the elective replacement indicator (eri) message. Reportedly, the device was below the appropriate level of battery voltage to provide therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced on (B)(6) 2018. Reportedly, therapy was restored post-operatively.